Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2024 and the patient began experiencing at the insertion site from clear adhesive patches on (B)(6) 2024. The patient continued placing the transmitter on the insertion site. On (B)(6) 2024, the insertion site had fluid buildup and it came out. The patient visited hcp who diagnosed a small infection and prescribed bepanthen lotion. The patient mentioned that he would not wear transmitter until the site is completely healed. Once healed, he would try wearing transmitter using white adhesive patches and also explore alternatives. No further follow up with the patient was possible. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at insertion site. The sensor was inserted on (B)(6) 2024. According to the patient, he used clear adhesive patches and got a skin irritation on (B)(6) 2024. He continued placing the transmitter on the skin. On (B)(6) 2024, he observed that the insertion site was filled with liquid and it leaked. The patient visited doctor who confirmed small infection at the insertion site. The patient was prescribed bepanthem lotion.